Event description:
The customer contacted spacelabs technical support to report that periodically they lose waveform data at the xhibit central station. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs product support specialist (pss) reviewed logs, however could not confirm any network drops. The pss reached out to the customer to request additional information or occurances, however the customer has stated that no further instances has occurred. Cause of failure could not be identified.